Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing atrial fibrillation. Their pulse generator was undersensing p-waves. The device was reprogrammed to vvir mode.